Event description:
The user was performing a normal range study for vitamin b12 and noted random low results. Two examples were provided. Sample 1 had an initial result of 59.74 pg per ml. The sample was repeated in 2009 with a result of 220.6 pg per ml. No results were reported as this sample was from a lab personnel who volunteered to be drawn for the study. The patient was not adversely affected.

Event description:
The user was performing a normal range study for vitamin b12 and noted random low results. Two examples were provided. Sample 2 had an initial result of 58.43 pg per ml. The sample was repeated in 2009 with a result of 327.6 pg per ml. The initial result had been reported and a corrected report was issued. The patient was not adversely affected.

Manufacturer narrative:
The field service representative determined the sr probe was out of adjustment. He checked sr probe, sipper probe, and reagent wheel for proper alignment and checked all the probe voltages. He checked the stirrer paddle rpm, adjusted the sr probe and sipper probe and performed a sipper prime and reagent prime. He also performed a system volume check, mc prep, and a pmt high voltage adjust. To verify the analyzer performance, he ran performance tests and had the customer run calibrations and qc.

Manufacturer narrative:
The field service representative determined the sr probe was out of adjustment. He checked sr probe, sipper probe, and reagent wheel for proper alignment and checked all the probe voltages. He checked the stirrer paddle rpm, adjusted the sr probe and sipper probe and performed a sipper prime and reagent prime. He also performed a system volume check, mc prep, and a pmt high voltage adjust. To verify the analyzer performance, he ran performance tests and had the customer run calibrations and qc.